Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation for use for a diagnostic hysteroscopy procedure, the subject device had a black screen. No error messages were observed as a result of the failure. The procedure was completed with a similar device with a few minutes of delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the black screen is likely due to a faulty ccd (charge coupled device). Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for use for a diagnostic hysteroscopy procedure, the subject device had a black screen. No error messages were observed as a result of the failure. The procedure was completed with a similar device with a few minutes of delay. There were no reports of patient harm.